Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's act button sometimes did not respond and had to press it several times to get it to respond. The customer was hospitalized on (B)(6) 2016 due to a diabetic ketoacidosis. Customer's blood glucose level was 250 mg/dl. Her high blood glucose level symptoms were nausea, vomiting, chest pains and dehydration. The customer was wearing the insulin pump at the time of the emergency room visit. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent act button response due to corroded keypad traces. The pump was received with the operating currents within specification, and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window.